Event description:
It was reported that during an unk procedure, the device came with a pre-loaded blue cartridge which fired correctly. It was then reloaded 4 more times, the first 4 firings were as intended. On the 5th firing, the device was clamped down on tissue using the compression trigger, but the device could not be fired (the device locked out and the 2nd trigger could not be squeezed). When trying to open the jaws, the surgeon experienced some difficulty but was able to withdraw the device and remove form the pt. The same device was then reloaded with a new cartridge, but again, the device would not fire. A new device was opened and used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.